Event description:
It was reported that the patient underwent surgery for tlif at l4-5 and l5-s1 and posterior fixation at l2-s1 with dynamic segment at l2-3. Follow-up visit in 2008 confirmed healed l3 to sacrum fusion with hardware intact. Approximately 1 month later, the patient underwent hardware removal where it was found that the right sided rod cable had fractured. No patient complications were reported.

Manufacturer narrative:
The device was not returned to medtronic for evaluation. It was reported that the implants were discarded at the hospital following removal.